Event description:
Reporter alleged, the customer obtained a result of 77 mg/dl at 6pm on his advantage system. She indicated that, the customer took his normal 5 units of novolin insulin and ate dinner, obtaining a result of 158 mg/dl, two and a half hours later. Reporter stated, at 12am, the customer began experiencing hypoglycemic symptoms, but obtained a result of 122 mg/dl. Reporter stated, she took the customer to the hospital, where he was treated within an hour with glucose and graham crackers and released around 4am. No other resulting actions of treatments were reported. A request was made for the return of the suspect device and replacement product was sent.